Manufacturer narrative:
No medwatch form was received. Analysis was normal.

Event description:
It was reported that the lead exhibited a loss of capture and exit block was noted. The lead was explanted and replaced.